Manufacturer narrative:
Concomitant medical products: (B)(4) lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on the right ventricular (rv) lead that caused pacing inhibition. An x-ray confirmed a fracture. The lead was explanted and replaced. During the procedure, the left ventricular (lv) lead retreated down into the heart so that it could not be reached. The lead had been previously turned off and was partially removed and not replaced. No patient complications have been reported as a result of this event.